Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of three medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00256 and 2210968-2012-00257. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - dyspareunia. It was reported that patient had mesh removed on the (B)(6) 2010, (B)(6) 2010, (B)(6) 2011 due to mesh erosion, pain, dyspareunia in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2007 and (B)(6) 2009 and (B)(6) 2011 mesh was implanted. The exact dates of which product was implanted on which dates was not specified. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.